Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, unexpected restart alarm error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force system alert test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had cracked case at display window corners.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer blood glucose level was unknown. Customer also stated that the trouble shooting was performed and insulin was exited. The device will be returned for analysis.